Event description:
Chief tech called to report that they had two incidences of what he called "product failure" involving the nipro 14g x 1" safetouch fistula needle. When cannulating a patient, blood backed up into the hub and leaked out. They pulled out the needle and inserted another without incident.